Event description:
During routine testing of the device, the service technician reported the battery charger was not functioning as expected. No other details regarding the nature of the event were provided. Since the event occurred routine testing of the device, there was no patient involvement during the event.

Manufacturer narrative:
Device evaluation in progress, but not yet concluded.